Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to MFR report # 3005099803-2009-03594, for the other associated device info. It was reported to boston scientific corporation that two extractor rx retrieval balloons were used during an ercp (endoscopic retrograde cholangiopancreatography) procedure performed on (B) (6) 2009. According to the complainant, the balloon burst while inside the duct. A second extractor rx retrieval balloon was used but also popped. No balloon fragments detached into the pt. The procedure was completed with a third extractor rx retrieval balloon device. There were no pt complications or injury reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B) (4).